Event description:
Pt underwent a robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy. While manipulating the uterus for visualization for the surgeon, the rumi handle to manipulate the uterus was broken, x2 handles. All pieces were recovered, no harm to the pt.